Event description:
Every 2 weeks, the patient receives chemotherapy. As part of her treatment, the patient receives a 46 hour continuous infusion of fluorouracil13.05mg/ml; total: 3105.9 mg, via the baxter infusor lv. In 2007, the patient was connected to the baxter infusor lv - lot # 06j021, around 2 pm. This drip was to run for the next 46 hours. Upon awaking at 6am two days later, the patient noted that the 5fu infusion was totally infused. The infusion was not due to be totally infused until at least 11 am on the same day. The patient notified neighborcare, the home infusion company that supplied the 5fu drip, that the drip had been infused at least 6 hours too early. The patient developed mouth sores and numbness in her fingers, side effects that she has previously experienced with 5fu toxicity. This incident occurred again the following month. The baxter infusor lv lot #06j021 was attached to the mediport around 2 pm. However, because the patient had previously experienced the too rapid infusion of 5 fu, she actively monitored the drip. Approximately 3 hours after the infusion was started, a large percentage of the drug had been infused. The patient notified neighborcare again and spoke with the pharmacist on call. The patient noted that two days later, the infusion was totally infused by 5 am. This is approximately 6 or 7 hours too early. Again, the patient developed several mouth sores and numbness in her fingertips. The patient's medical oncologist believes that the patient was experiencing 5fu toxicity. Dates of use: 1. 40 hour infusion, two days in 2007. 2: 40 hour infusion, for two days the following month. Dose or amount: 5 ml/hr. Frequency: every 2 weeks. Route: IV drip.